Manufacturer narrative:
The intraocular lens (iol) was received for analysis and inspected under 10x magnification. Results showed one distorted haptic. Prior to release the lens met all manufacturing specifications. Account reported the patient's weak capsular bag was the cause of this event and not the device. All information available is contained in this report.

Event description:
It was reported that following insertion of the intraocular lens (iol) into the patient's eye the capsular bag tore necessitating a vitrectomy. The initial iol was replaced with an anterior chamber lens. In follow-up with the account it was learned the patient's weak capsular bag was the cause of this event and not the device.